Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issues has been completed. The impella device has been returned for evaluation. The cannula was confirmed to be kinked, however, the cause of the cannula kink was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The cannula kinked, and a second pump was used. There was no harm to the patient. No additional information provided.